Manufacturer narrative:
This device was included in the recent mv sensor signal oversensing advisory population. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a radiation pre-procedure check, it was found that minute ventilation signal oversensing was occurring on the right atrial (ra) lead connected to this pacemaker. This resulted in atrial tachy response (atr) mode switches. Lead measurements looked good, and there was successful ra and right ventricular (rv) lead capture noted. Boston scientific technical services (ts) recommended that the patient follow-up with their cardiologist to turn the mv feature off. The healthcare provider (hcp) notified the patient's cardiologist. The post radiation check, looked good. No adverse patient effects were reported.